Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was non-responsive with cardiac arrest. The clinician believed it was a pulseless electrical activity (pea), however, then questioned if it was an undersensed ventricular fibrillation (vf). It was noted the patient received chest compressions, external defibrillation, defibrillation from their cardiac resynchronization therapy defibrillator (crt-d) and bedside extracorporeal membrane oxygenation (ECMO). Upon review, it was observed the right ventricular (rv) lead r-waves had diminished at the time of the heart failure/increasing fluid event. At this time, the rv lead remains in use. No further patient complications have been reported as a result of this event.